Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced dark urine and was admitted. The pt was symptomatic with fatigue and hematuria. An echo was completed and the inflow conduit was malpositioned secondary to weight gain. The pt had right heart failure and a history of atrial fibrillation.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.